Event description:
The product was used during a laparoscopic vein ligation procedure. Reportedly, instrument jammed. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
7/6/1998-supplement #1 sent to FDA.